Event description:
It was reported that: "cement set up in 8 min. The cement was opened at the beginning of the case, and the room was at 73 degrees. There was lso some humidity in the room. Cement set up before we could implant the stem and centralizer. We then went and press fit."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR #9610726-212-00255